Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during patient use, the ventilator graphical user interface (gui) failed and the device turned off. The patient was not harmed or injured as a result of the event. The patient was transferred to an alternate ventilator. It was unknown if the ventilation stopped at the time of the event. Md assessment, etc.)? Asku. Were the ventilator settings changed on a replacement device as a result of the event? Asku. Were added patient monitors in use at the time of the reported event? If yes, were there any alarms for changes in condition? Asku. Did the patient have the ability to breathe spontaneously? Can the patient breathe on his/her own? Asku. How long has the patient been on this ventilator? Asku. How long has this patient been on any ventilator? Asku. How often is the patient checked? When was the patient last checked? Asku. What humidifier, volume and patient circuit type used? Asku. Please provide airway type (cuffed or uncuffed, trache, ett, niv, etc), brand (manufacturer) and the size. Asku. What was the power source (ac or external battery)? Asku. How was the reported issue resolved? Were any parts replaced? If so, which parts (include part number and serial number)? Nothing has been done yet. Will any parts be returned to the (B)(4) service center for investigation? Nothing has been determined yet. What is the current status of the ventilator? Has it been returned to service? Still waiting for an inspection.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.